Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7077351, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7077396, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief and had difficulty charging the implantable pulse generator (ipg). It was also noted that some of the lead contacts had high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively and the explanted device components were kept by the medical facility.